Event description:
A report was received from a surgeon on 11/27/2006 stating that the intraocular lens (iol) had a frosted (cloudy) appearance upon examination. The pt was unaware of the lens changes. Follow-up info received the following year stated the previously described frosted appearance was first identified one day following surgery. One week following surgery, the pt was diagnosed with postoperative cystoid macular edema (cme) and treatment was initiated. The pt has not been seen since the diagnosis of cme was confirmed. The surgeon does not know if the iol has contributed to the pt's clinical course. Additional info has been requested.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the manufacturing documentation.